Event description:
2.6 fr x 50 cm vascu-PICC tls dual-lumen catheter leaking from white lumen (lot #mqdz810). This peripherally-inserted central venous catheter line had a history of being occluded and had tpa x1 and it started leaking today. The line was pulled and might need to be replaced once the child can be sedated.